Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. A bolus was calculated with the patient's settings and an ''actual blood glucose'' (bg) of 150 mg/dl, and the pump correctly calculated a 2.7 unit bolus. A 5 unit bolus was delivered and was correctly shown on the iob screen as well as the ezbg total screen. A normal bolus, and audio bolus, and a bolus from the meter remote were successfully performed, and all three boluses were accurately recorded in the pump history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.

Event description:
On april 9, the patient called animas reporting that her blood glucose levels have been erratic for six days. The patient's blood glucose levels have reportedly gone as low as 29 mg/dl and as high as 500 mg/dl. She said, her blood glucose is usually 120 mg/dl. She has been around 250 to 350 mg/dl. She treats her low blood glucose readings with the rule of 15 and sometimes eats more than 15 grams of carbohydrates if her blood glucose level is very low. For the lower readings she said, she has even lowered her basal insulin rate during the night. Her symptoms when her blood glucose levels were low are: very sweaty, shaking, dizziness, and cold sweats. When her blood glucose was high she felt very sleepy, absent minded, and went to the bathroom a lot. The patient said, she has a bladder infection but the doctor said, it was not bad enough to cause the blood glucose excursions. There were some accidental cancelled bolus doses and the keypad buttons sometimes intermittently activated pump functions. The patient reports, she uses the abdominals as infusion sites and rotates the sites from side to side. The patient does not use proper infusion set insertion technique. She reports, she places the tubing in a notch prior to cocking the inset back. The patient reports leaks and bent cannulas. She says, she changes the infusion site every 2.5 to 3.5 days and says, she changed the infusion site in the morning on april 8. The patient said, the I:c ratio and iob were correct but does not know if the isf was correct and needed to consult a doctor. The total daily doses add up to the programmed amounts. The patient also noticed a crack in the pump casing. This complaint is being reported because, the patient reportedly suffered symptoms indicative of both hypo and hyperglycemia while on pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a final report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.